Event description:
It was initially reported that the patient's generator was unable to be communicated with two different programming systems believed to be due to end of service. During replacement surgery when the new generator was connected to the existing lead system diagnostics results showed high impedance. The lead was replaced and continue to show high impedance. The generator was removed and the test resister inserted. Generator diagnostics were run that was within normal limits. It was decided to replace with another generator which showed system diagnostics to be within normal limits. Good faith attempt for product return have been unsuccessful to date. This manufacturer report is for the suspected issue on the original lead. Manufacturer report number 1644487-2011-02055 is being reported on the suspect issue with the generator.

Event description:
Additional information was received that indicated that there was no known manipulation or trauma that would have contributed to the high impedance. There were no x-rays taken as the office was unaware of the potential lead issue. No additional information was provided.